Manufacturer narrative:
The date of event is unknown. A supplement report will be submitted if provided. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions gap in the adhesive area between the server plug-in and the distal end, chipped adhesive around the light guide lens and objective lens was traced to component failure. However, the most probable cause for the malfunction foreign material on the forceps elevator could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during that device evaluation the duodenovideoscope exhibited a gap in the adhesive area between the server plug-in and the distal end, chipped adhesive around the light guide lens and objective lens, and foreign material on the forceps elevator. There was no patient involvement.